Event description:
It was reported that the patient told the provider the implantable neurostimulator (ins) was ¿heating up¿ in the pocket. Symptoms or complications associated with the event included heating up at the ins site/device pocket per the patient. The event occurred during device follow-up. It was noted that there was a referral to the implanting doctor for evaluation. It was noted that there was a request to have the manufacturer representative notified of the appointment with the implanting doctor to evaluate. It was noted that there was no diagnostic testing or troubleshooting performed but it would be performed in the future. The product status of ins was implanted and remains in service. The reporter was unable to obtain the patient¿s status at the time of this report. Later, on (B)(6) 2014 it was reported that the patient had an appointment ¿next week.¿ it was noted that the date was on the original report. However, no appointment date could be found on the original report. It was noted that they would not know more until that time.

Event description:
Later, in response to the question "has [the doctor] decided whether or not to do a pocket revision?" The manufacturer representative wrote, "he is still waiting to see if the pocket pain subsides." Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient continued to have pocket pain and stated that the implantable neurostimulator (ins) was "heating up." The patient stated that the battery was "heating up" even when it was off. The manufacturer representative explained that this could be due to the battery rubbing up against nerves in the pocket. It was noted that all impedances were within range and so the manufacturer representative did not have another explanation. The manufacturer representative thought that the doctor was thinking about doing a pocket revision. However, the manufacturer representative did not have confirmation. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID: 97740, serial# (B)(4), product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (b)96) 2014, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).